Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted at this time.

Event description:
Product manager reported that : " in the 3-month radiographic examination after surgery with t2 alpha tibia nail: there are two advanced t2 alpha screws that have begun to move." Additional information reported: removal of the screw is planned septic pseudarthrosis of the tibia : surgery with external fix and then by evolutive nail since 1y. Alpha nail implanted on (B)(6) 2019. Retreat of the 2 medial lateral distal screws at 1 month. Standard distal anterior posterior distal screw (not advanced). Event identified post-operative. Patient involvement: yes; walk without support promulgated for an additional 6 weeks.

Manufacturer narrative:
The reported event could be confirmed, since provided x-ray images show the migrated screw. Based on investigation and provided medical statement it could not be excluded that the reported event is related to the clearly visible inactivity osteoporosis. The failure was caused by patient factors. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Product manager reported that : " in the 3-month radiographic examination after surgery with t2 alpha tibia nail: there are two advanced t2 alpha screws that have begun to move." Additional information reported: removal of the screw is planned". Septic pseudarthrosis of the tibia : surgery with external fix and then by evolutive nail since 1y. Alpha nail implanted on (B)(6) 2019. Retreat of the 2 medial lateral distal screws at 1 month. Standard distal anterior posterior distal screw (not advanced). Event identified post-operative. Patient involvement : yes; walk without support promulgated for an additional 6 weeks.